Event description:
It was reported that pump displayed malfunction alarm malf 0 that could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and tandem technical support arranged replacement pump shipment under warranty, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it within 10 days using prepaid label, and advised that customer would need to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.